Event description:
It was reported that there was an increase in both impedance and threshold of the ventricular lead. The lead was explanted and replaced. The atrial lead dislodged and was located in the superior vena cava area and repositioning was not possible. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the distal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation had a cosmetic cut, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression and there was apparent explant damage.